Event description:
The customer was hospitalized for dka. The nurse stated that the customer was having problems with their pump and they were instructed to place a fabric softener in the case. The customer ended in the hospital due to pump malfunction. Currently, the customer is discharged and they are on manual injections. A replacement pump was requested. Few days later the customer was contacted. The customer indicated that they had high bgs and was vomiting most of day. The infusion set was changed, but bgs remained high. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was performed and the insulin exited. The customer mentioned that they sometimes wait until reservoir is empty before changing the infusion set.